Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A definitive root cause for the foreign material remaining in the device was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the events. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, due to wear of the angle wire the bending angle in the up/down direction did not meet the standard value, and the objective lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had remains of the hemostasis product (glubran/histoacryl) stuck in the working channel and on the endoscope. There were no reports of patient or user harm associated with this event. The device was returned to olympus and foreign material was found in multiple sections; the channel tube, the nozzle, the adhesive on the bending section cover rubber, and the connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.